Event description:
During atrial fibrillation procedure, the introducer leaked blood. The sheath was replaced to complete the procedure. The patient is currently recovering well.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was received as well. The sheath passed leak testing; however, failed pressure and aspiration testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.